Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 40mm diameter abdominal aortic aneurysm. It was reported that the patient had a right back pain. A non- contrast CT revealed a large hematoma distal to the right kidney. The collecting system on the right kidney is severely dilated. The left common femoral artery was exposed and showed that the common femoral artery had thrombus and reduced flow in the common femoral artery. An angiogram of the aorta showed that the stent graft was patent with no endoleak. Both renal arteries were patent. The was no sign of a rupture. The left common femoral artery was repaired. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.